Manufacturer narrative:
Product was not returned after multiple attempts. A historical review of the complaint database revealed similar complaints where the prong of the male portion broke off. Review of the other complaints found them to be related to breakage of the quick-release buckle, resulting in patient release. However, most of the breakage were related to the prong, of the male portion of the buckle, where the possible cause was excessive force.there were not patient injury involved in any of the complaints. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. It is recommended that the restraint not be used on patient who is or becomes highly aggressive, combative, agitated or suicidal. The IFU also provided extra warning to always monitor patient per facility policy. Be aware that constant monitoring may be required for: aggressive or agitated patients; and patients deemed at risk of aspirating their vomit. This includes patients in the supine position, or who are not able to sit up. If the patient vomits, he or she could aspirate the vomit and suffocate. Be prepared to intervene at the first sign of danger. Such patients require frequent review and evaluation of their physical and psychological status. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). No product returned at this time.

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product is expected but has not been received in by the manufacturer. This report is based solely on the customer reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). Expected but have not returned yet.

Event description:
Customer reported the teeth have completely detached from the male portion of the buckle. Additional information provided stated the damage to the buckle was discovered when it was noted there was a lot of limb movement by the patient. Rep confirmed there were no injury to the patient or to the staff during this event. The date the issue was discovered is unknown and no patient incident or injury was reported.